Manufacturer narrative:
The analyzer alarm trace contained numerous abnormal aspiration alarms. Therefore, the investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A hardware-related issue could not be ruled out as the issue appeared to be resolved after the service actions. The investigation did not identify a specific cause of the event.

Manufacturer narrative:
The serial number of the analyzer was (B)(6) . The field service engineer adjusted the rinse unit, cleaned the rinse unit tubing and probes, and ran a precision check. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for one patient sample on a cobas c 503 analytical unit. The initial result was 501 mg/dl. The repeat result was 383 mg/dl. The initial result was questioned as it did not match the patient's medical history.